Event description:
The customer reported that the system would not perform fluoroscopy or save images and the dsm module interface board failed to power up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The circuit boards were reseated and the cables were reconnected. The system was tested and found to be working as intended and put back into service.